Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and confirmed a leak at the diff mixing chamber; the stabilyse tubing to the diff mixing chamber was disconnected and it was replaced, resolving the leak and the error messages. (B)(4).

Event description:
A customer reported a contained leak of less than 2 ml of clear fluid at the bottom of the differential (diff) mixing chamber of a coulter lh 780 hematology analyzer, in addition to flow cell pressure/voltage errors. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time the leak was found and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment.